Event description:
Caller reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the reset process, after which the pump did not display the cgm error again, and the caller successfully started their sensor session.